Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the treatment day shows all laser system functions were within specifications. The initialization checks were performed successfully without issues. The logfile shows that the user performed several energy checks and performed eighty-three treatments on that day. The logfile shows eighty-two successfully performed treatments and one treatment that was aborted. The reported treatment could be identified in the logfile. The logfile shows vacuum one time was around one min thirty-eight seconds and the vacuum two time was around fifty-five seconds. The duration of the docking process was around two min and thirty-eight seconds. The extended vacuum and treatment durations are explained by difficulties to achieve a valid suction value and several re-dockings. The treatment was interrupted by releasing the laser pedal and then aborted by pressing the suction foot pedal. The user restarted the treatment directly afterwards, but the beam control check failed on the first try based on the following message (during treatment preparation). This message indicates that the inserted cone could be used, contaminated, or not inserted properly. Furthermore, logfile shows that the user entered an invalid patient interface serial number for the repeated treatment, indicating the patient interface might be re-used. On the second try, the treatment could be finished without any problems. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows a series of beam control check errors but no warning or error messages indicating a technical issue with the device. No technical root cause could be identified. The provided treatment reports show that two treatments were performed for the patients left eye. The treatment report of the first treatment shows that the start of the canal was shot into the applanation surface of the patient interface. It also shows a decentered suction ring and a possibly decentered flap, as well as liquid build-up under the patient interface, which can lead to higher variability in the resulting flap thickness. Based on these visual cues, the surgeon should and did stop the procedure as they indicate issues with the flap cutting such as the canal not being placed properly. After the abortion of a treatment, the surgeon is instructed to allow for recovery via the procedure manual. In the current case, the surgeon decided to go for a second treatment directly following the first one. The treatment report of the second treatment also shows a decentered applanation but the flap cutting was completed. Per the system treatment report, the flap could be lifted, and the treatment was concluded. No further information about specifics of the treatment or its outcome were provided. Per the collected information from the reported entity, this incident is caused by an inappropriate insertion of the applanation cone (i.e., user handling), to which the weaker shaft stiffness of the cone is a contributing factor (i.e., design related). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that superficial cut in the epithelium which was major in cone and some complications including the incomplete flaps and the irregular flap shapes, during lasik surgery. Due to these issues, most surgeries have been delayed and postponed until after the healing process. There are multiple related reports for this reported event. This report addresses patient s.a.m, unknown eye and additional manufacturer reports will be filed for the other patients.